Event description:
Customer reports a misidentification of a pt sample. The clinitek status system identified the test strip as multistix pro 10lb rather than the correct multistix 10sg test strip. There was no report of injury for this event.

Manufacturer narrative:
The customer indicated that the sample was bloody and red. The customer was informed that they should not be testing samples that are visibly bloody on a colorimetric based test system. As indicated in the instructions for use: substances that cause abnormal urine color may affect the readability of test pads on urinalysis reagent strips. These substances include visible levels of blood or bilirubin and drugs containing dyes...."